Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 410 mg/dl. Customer treated elevated bgs by taking boluses via the pump. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made that the customer consult with their healthcare provider. Customer indicated that they did not have a healthcare provider, but would continue to use the pump and switch back to manual injections if needed.